Event description:
It was reported that revision surgery is booked for (B)(6) 2016. Patient has had an initial MRI scan and aspiration of the hip, which reportedly showed evidence of a soft tissue reaction, fluid accumulation and possible necrosis. It has been confirmed that the revision surgery was not performed on (B)(6) 2016.

Event description:
It was reported that revision surgery is booked for (B)(6) 2016. Patient has had an initial MRI scan and aspiration of the hip, which reportedly showed evidence of a soft tissue reaction, fluid accumulation and possible necrosis.